Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-26038. It was reported the patient was no longer getting adequate stimulation in her neck. The patient met with the physician and noted the lead had become disconnected. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.